Manufacturer narrative:
The phenomenon was observed when the unit was checked in a hospital me's room. The device was evaluated by the field service technician and confirmed the reported problem. The power switch overlay was replaced by the fst. The ventilator passed all testing and operated within the manufacturing specifications.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18nov2020.

Event description:
It was reported to philips check vent: alarm led failed alarm occurred. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.